Event description:
It was reported that approximately 6 years and 4 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, a thrombus/thromboembolism was observed. It was reported that a transcatheter aortic valve-in-transcatheter aortic valve implant procedure will be performed as treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 4 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, a thrombus/thromboembolism was observed. It was reported that a transcatheter aortic valve-in-transcatheter aortic valve implant procedure will be performed as treatment. Additional information was received indicating that the valve failed due to aortic stenosis. Further, the valve was implanted in the patient's native annulus at a final implant depth of 7 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). At the time this additional information was received, the planned treatment of valve-in-valve implant with a non-medtronic transcatheter valve (edwards s3) had not happened yet. No further updates have been provided. It was also clarified that a thrombus/thromboembolism was not observed.